Event description:
It is reported that during insertion of cup, the surgeon was drilling the hole in the acetabulum and the drill bit broke off in the canal of the pt. Later, while inserting a screw, the tip of the screw broke off in the pt's canal. The surgeon believes the bit and screw broke off as they hit existing screws from prior surgeries.

Manufacturer narrative:
Evaluation summary: from the evidence provided with this complaint, the most probable cause for the broken drill tip and the recoiled flexible shaft is in contact with one of the pre-existing implanted devices as noted by the surgeon. Contact with a hard third body option will easily fracture the tip of the drill bit and recoil the flexible shaft when progressing rapidly into the acetabular bone. There are multiple reasons for a failed drill bit, flexible drill shaft and bone screw. At this time, no design issue is defined from the evidence provided and these incidences are not considered design deficiencies. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.